Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes blood sample pools in the well of the stopper. The number of affected devices was not specified. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. A total of 10 retained samples functionally tested and no droplets were present in the stopper wells. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode blood pooling. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tubes blood sample pools in the well of the stopper. The number of affected devices was not specified. There were no health consequences or impacts reported.